Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had developed shortness of breath a couple of months post implant. An echocardiogram was completed and it was found the patient's heart was enlarged and they had developed heart failure. A procedure was performed to upgrade the patient's device and implant a left ventricular (lv) lead. At that time it was found this lead had dislodged. There was a concern the patient's heart failure was induced by the lead being dislodged. The lead was explanted and replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.